Manufacturer narrative:
Product analysis: as found condition (condition of returned device): a pipeline flex embolization device and a marksman catheter were returned for analysis within a shipping box; within a sealed tyvek biohazard pouch; within a sealed plastic biohazard pouch and within an opened pipeline flex embolization device inner pouch. Visual inspection/damage location details: no bends or kinks were found with the pipeline pushwire. The pipeline pushwire was found to be extending ~82.5cm from marksman hub. An attempt to remove the pipeline flex from the marksman was made; however, the attempt was unsuccessful. The marksman catheter was then dissected (cut) to reveal the pipeline flex device. The hypotube was found to be stretched with blood residue and the ptfe pulled back. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be intact with blood residue. The proximal braid end was found to be opened and frayed. The distal braid end was found to be collapsed and frayed. The dps sleeves were found to be intact. The tip coil was inadvertently detached when being removed from marksman catheter. The tip coil was found to be damaged. No other anomalies were observed. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was confirmed as distal braid end of the pipeline flex braid was found to be collapsed. Possible factors for failure to open is the result of vessel tortuosity or re-sheathing the device more than the recommended two times. The customer reported re-sheathing the device three times. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal end of the pipeline was not opening. The patient was undergoing surgery for treatment of a fusiform, unruptured aneurysm in the vertibral location with a max diameter of 6mm and a 4mm neck diameter. The patient's blood flow was not disclosed and vessel tortuosity was moderate. It was reported that while attempting to deploy the pipeline, the distal end would not open. The product was resheathed three times, however, it would not open. The middle of the pipeline was positioned in a bend. It was not specified whether the pipeline was stuck in the capture coil. More than 50% of the pipeline had been deployed when it failed to open. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter. The pipeline was used for an indication that was not approved (off-label), as it was used in the vertebral artery to treat a fistula. The pipeline and any accessory devices were prepared as indicated in the IFU. No patient symptoms or complications were associated with this event. A dapt (dual antiplatelet treatment) was administered. The pru level was unknown. The angiographic results post procedure was fine. The pipeline was replaced with a medtronic product to resolve the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.